Event description:
It was reported that this patient was seen for a follow up after not being seen for two years. The last interrogation of this device in (B)(6) 2020 showed an estimated battery of 10.5 years, while most recently the battery showed 7.5 years battery remaining. A request for device data review was needed. A review by engineering confirmed that the device was exhibiting moderate acceleration in the rate of battery depletion and the device should be replaced and returned. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.